Event description:
It was reported that the customer had an unspecified cartridge issue. No additional information was provided. The customer was able to reload the cartridge and resume insulin delivery successfully. There was no adverse impact to the customer's blood glucose level.